Event description:
It was reported that the patient implanted with this pacemaker was admitted to the emergency department due to experiencing presyncope. A device interrogation was performed and found the pacemaker to be in safety mode. The patient has been scheduled for a replacement procedure. This device currently remains implanted and in service. No additional adverse patient effects were reported. Additional information: numerous requests were submitted to the field representative to obtain additional details regarding this event; however, no further information was provided. Please note that the date of implant is estimated as this information was also not provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker was admitted to the emergency department due to experiencing presyncope. A device interrogation was performed and found the pacemaker to be in safety mode. The patient has been scheduled for a replacement procedure. This device currently remains implanted and in service. No additional adverse patient effects were reported. A request to obtain the date of implant, the initial reporters name, and additional details has previously been submitted to the field representative. At this time, no further information has been provided.